Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated they were at work and started sweating. The cgm was displaying 78 mg/dl and when the patient tested his blood sugar he was at 40 mg/dl. No additional patient or event information is available. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.